Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 4 mdrs filed for the same patient (reference 0001822565-2017-01512, 0001822565-2017-01513, 0001822565-2017-01514, & 0001822565-2017-01515).

Event description:
Patient has been indicated for revision due to unknown reason. No additional information provided.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Concomitant products - unknown stem, unknown cup, unknown liner. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
Patient has been indicated for revision of the femoral head and acetabular liner due to unknown reason. No additional patient consequences were reported.